Manufacturer narrative:
((B)(4). Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead including proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high impedance. Lead tip and tines showed no peculiarities. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was attempted but not implanted because the lead had high impedance of more than < 2500. There could have be a possible perforation with the rv lead. Should additional information be received, this file will be updated.